Event description:
A patient returned from having tests in nuclear cardiology for a 2-methoxy isobutyl isonitrile (mibi)test. It was noted that the abbott plum a pump had been turned off both times for the procedure and not restarted. One time the saline lock had to be removed. The second time the clot was flushed successfully.